Event description:
Physio-control device evaluation found it out of calibration. The device would not calibrate and the measured defibrillation energy output was out of specification for lower energy settings, 10j setting would give 21j. There was no patient involved with the reported incident.

Manufacturer narrative:
(B) (4). Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The removed therapy pcb assembly was further evaluated at the failure analysis center and the reported issue was verified. After calibration, the test mock-up device delivered 225j when 200j was selected. Further component root cause of the failure was not determined.